Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A supplemental report will be sent when the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
The manufacturer received medwatch form (B)(4) on 1/13/2016 with the description of event or problem as "upon removal of the trocar by the surgeon it fell apart. It was reported through additional information requested that the device fell apart inside the patient wound and that there was no patient injury or consequence due to this.